Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected low battery alarms were noted. The insulin pump buttons all responded properly and no button error alarm was noted. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported the insulin pump was alarming button error and was going to call back to troubleshoot. Customer called back on (B)(6) 2014 to report the insulin pump kept having low battery issues. Customer changed the battery three times and alarm continued to alarm low battery. Customer does not recall blood glucose for the button error event. Customer did not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.